Event description:
Silicone breast implant rupture/reason for surgery. Patient with a history of bilateral breast augmentation with silicone implant over 12 years ago. MRI showed evidence of left ruptured breast implant.